Event description:
It was reported "the introduction syringe had situation of leaking air". No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components, including a catheter-over-needle, a guide wire, and the product lidstock for analysis. The ars was not returned. Visual examination of the returned components did not reveal any anomalies or defects. The returned catheter-over-needle was functionally tested using a lab inventory ars in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The needle was able to draw and aspirate water correctly. No cracks or leaks were observed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Precaution: do not reinfuse blood to reduce risk of blood leakage from rear (cap) of syringe." The customer report of an ars leak could not be confirmed through complaint investigation of the returned sample. The ars was not returned. The remaining returned components met all relevant functional requirements. Without the complete sample returned for analysis, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the introduction syringe had situation of leaking air". No patient harm was reported. The device was replaced. The patient's condition is reported as fine.